Manufacturer narrative:
Pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected error test, prime test, excessive no delivery test and rewind test. Unable to confirm motor error alarm due to broken reservoir tube lip. Motor passed motor test. Unable to perform basic occlusion test, occlusion test and displacement test due to partially broken off reservoir tube lip.

Event description:
The customer reported via phone call of motor error alarm. The customer's blood glucose was 300 mg/dl. The customer treated with a bolus and customer's current blood glucose was 387 mg/dl. The customer stated that the drive support cap was normal. The customer did not report motor position encoder error alarm. The customer was able to complete pump rewind. The insulin pump was returned for analysis.